Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'keypad is malfunctioning only some of the buttons work'. The reported symptom was found to be caused by a defective keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad is malfunctioning only of the buttons work and only top row of buttons 4,5 and 6 work. There was no patient involvement. No additional information is available.